Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 02 (low flow) when therapy started. The user changed device out the arctic sun device due to an alert 02 (low flow) and an air leak display. They did troubleshoot techniques before they changed to second device. Now second device was having the same issue with an alert 02 (low flow). The target temperature was 33 c, patient temperature was 36.6 c, flow rate fluctuated but now it was 1.6 l/min and water temperature was 5.1 c. Mss had check one pad at a time to see if they could determine if the air leak was due to a pad. With left thigh pad, the flow rate 1.1 l/min. The left chest pad had low flow, right chest pad flow rate was 1.5 l/min, right left pad flow rate was 1.4 l/min. Explained to nurse that there was a possibility that both devices could have issues but recommended to replace pads and to call back if that did not fix the issue. The nurse agreed with assessment.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) when the therapy was started. The user changed the device out due to an alert 02 (low flow) and an air leak display. The nurse did troubleshoot the techniques before they changed to a second device. The second device was having the same issue with an alert 02 (low flow). The target temperature was 33 c patient temperature was 36.6 c the flow rate was fluctuated but it was 1.6 lpm and the water temperature was 5.1c. Ms and s checked one pad at a time to see whether they could determine if the air leak was due to a pad. With the left thigh pad the flow rate 1.1 lpm. The left chest pad had low flow the right chest pad flow rate was 1.5 lpm the left pad flow rate was 1.4 lpm. Ms and s explained to nurse that it was a possibility that both the devices could have issues but recommended replacing the pads and to call back if that did not fix the issue. The nurse agreed with the assessment.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: d, e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.